Event description:
A 2.5 mm diameter x 12 mm length sprinter balloon was inserted in a pt for treatment of an unk lesion. Lesion morphology is unk. It was reported that there was a hole in the balloon and it would not inflate. No further info has been reported after several attempts. The pt is reported to be fine. Medtronic has received the device and its analysis is pending.

Manufacturer narrative:
Evaluation results, conclusions: other (lack of info and device analysis is pending).